Event description:
During the insertion of an oral tube to the stomach the connector (plastic adapter - 1 1/8 inch long) disconnected within the abdomen and peritoneum. The tube was not long enough to compensate for the size of the pt. Removal of the foreign body will need to occur.